Event description:
Per the clinic, the patient experienced pain with use of device. Patient was given IV antibiotics (amount and type not reported) and underwent revision surgery to reposition the receiver/stimulator (date unknown). Additional information has been requested, however, has not been obtained as of the date of this report, (B)(6) 2013. The implanted device remains

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient underwent surgery on (B)(6), 2013, to reinsert the partially extruded electrode.this report is filed july 30, 2013. Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient's revision surgery was (B)(6) 2012. This report is filed (B)(4) 2013. Implanted device remains.